Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: (B)(4). During a device upgrade procedure, r wave amplitude variation and episodes of noise were observed on the device. The device was explanted and replaced. A new device was implanted, but r wave amplitude variation and episodes of noise were also observed on this device. The second device remains implanted. The patient was stable and will continue to be monitored.